Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that prior to implant attempt and while exercising the right ventricular (rv) lead, the helix extended suddenly and at an angle. When extending the helix again, it was noted that the helix was at a 45 degree angle. The lead was not used and another lead was implanted. No patient complications were reported as a result of this event.